Event description:
It was reported that the programmer which was returned for preventive maintenance subsequently tested out of specification during ma nufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer powered off unexpectedly. All universal serial bus (usb) ports were not recognized. The micro processor unit (mpu) board was defective. Software update related error codes were noted in the log. The left and right keyboard hinges and cord bay latches were broken. The media bay door latch, bullets assembly and keyboard cover plate slide rails were were missing. The keyboard top frame was damaged. The upper hinges were broken/worn. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.